Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 06nov2020.

Event description:
The customer reported that the touchscreen is not working. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The issue was discovered during daily routine checkup. No delay in therapy delivery due to this issue. The fse replaced the touchscreen to address the reported problem.